Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the avalon patient module measurements were not correct. It is unknown if the device was in use at time of event. There was no adverse event reported.

Event description:
It was reported that the avalon patient module measurements were not correct. It is unknown if the device was in use at time of event. There was no adverse event reported.